Event description:
Pt was treated with balloon kyphoplasty on 02/18/2005 for an osteoporotic fracture of t12 without bone cement extravasation or other complication. The pt was discharged pain free and without fever. Later in 2005 she presented with back pain at the thoracolumbar junction. A radiograph of the t12 vertebral body revealed radiolucency around the cement implant and a loss of vertebral body height. She had a urinary tract infection and an elevated c-reactive protein, but a blood count was normal and a blood culture was negative. The pt was diagnosed with a "deep infection" and she was placed on intravenous antibiotics for five weeks. The pt was discharged on oral antibiotics and a three point brace. Even later in 2005, an MRI showed bone marrow edema and involvement of the discs.